Event description:
It was reported that foreign matter was found on the syringe 1ml ls tuberculin barrel. The following information was provided by the initial reporter, translated from japanese to english: "fm: the barrel was dirty.".

Manufacturer narrative:
H6: investigation summary. Three photos were received by our quality team for evaluation. From the first photo, one unit blister was observed to be empty in one strip of a package. From the second and third photo, foreign matter was observed on the syringe barrel body. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause could not be determined. The possible root cause of the empty package could be at the primary packaging. During the changeover of the bottom web or the top web, there were no parts inside the unit blister, and the secondary production technician failed to remove the empty blisters. The nonconformance could have been escapees resulting it to flow to the secondary packaging machine. The on-the-job training has been reviewed and retrained and steps to have the production technician remove all the parts from the case carton and check and remove all the empty pockets from the case carton. This was completed before the action was taken. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the syringe 1ml ls tuberculin barrel. The following information was provided by the initial reporter, translated from japanese to english: "fm: the barrel was dirty."